Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla had a cracked barrel.

Manufacturer narrative:
Investigation summary: the batch history review (DHR) was not performed because the batch number was not informed, nor was it possible to check maintenance records and quality notifications. The sample provided was analyzed and it was possible observe barrel damaged, however due the lack of batch information it was not possible perform an investigation and determine the root cause for the defect. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the claim. Incident identified from this claim will be monitored for trend evaluation.

Event description:
It was reported that a syringe solomed 3ml ll 22x1-1/4 w/sh sla had a cracked barrel.